Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4). The customer stated all results provided are from her record book as the date was not set correctly on her meter. On (B)(6) 2017, the result from the meter was 4.2 inr. The result at a laboratory using dade innovin reagent was 2.1 inr. The coumadin dose was changed and she was advised to stop taking her dose on wednesdays. On (B)(6) 2017, the result from the meter was 4.1 inr. On (B)(6) 2017, the result at the laboratory was 2.8 inr. On 03/23/2017 at 7:30, the result was 4.1 inr. Half an hour later, the result at a laboratory was 3.3 inr. There was no allegation of an adverse event. The customer was slightly anemic, took no heparin or direct thrombin inhibitors. She had no antiphospholipid antibodies. She had no diet change, no new medications, and no abnormal bleeding or bruising. The customer's therapeutic range was 2.5-3.5 inr. The meter and strips were requested to be returned for investigation.

Manufacturer narrative:
The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr and 2.4 inr, donor hct: 38% and 48%. Testing results: donor 1: masterlot / customer meter and masterlot, 3.4 inr/ 3.4 inr. Donor 2: masterlot / customer meter and masterlot, 2.4 inr/ 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Per the meter memory, the result of 7.2inr was generated on (B)(6) 2016 not (B)(6) 2016 as previously reported by the customer. The result of 4.2inr did appear in the meter memory on (B)(6) 2017 but the date was set incorrectly on the meter as (B)(6) 2000 when the test was run. Relevant retention test strips (179186-21) were tested in comparison with the current master lot coaguchek xs pt test strip (124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The lot number provided by the customer was not valid and the real lot number could not be determined as no customer material was returned. The testing performed on (B)(6) 2016 was performed with strip lot 144581. A routine retention testing process has been implemented during which all test strips that have been released are tested every three month in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions will be taken.